Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. A batch review was not conducted since the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) unit during dwell 4 / 10. The caregiver (cg) had already cleared the alarm. The technical service representative (tsr) explained the alarm and advised the cg to notify the nurse. During a follow up with the nurse regarding the alarm, it was revealed that the hp had no problems as a result of this and he has been able to continue therapy. No patient injury or medical intervention was reported.